Event description:
In june 2006, the reported a pharmacy employee, contacted lifescan alleging that pt received medical attentionin june 2006, because his one touch ultra was displaying "error 2." The customer care advocate (cca) verified that the meter was not out of the box and the correct testing technique was used. The medical affairs specialist spoke with the pt in june 2006, to obtain/verify the following information. The pt usually tests 2-3 times a day and takes glipzide and metformin for diabetes. In june 2006, the pt started to get the "error 2" messages but continued taking his medications as prescribed and did not make any changes to his diet. The next day, the pt developed dizziness and sought medical attention because he was unable to test his blood and glucose levels. The pt saw his doctor and reportedly got blood glucose results of "285 or 290 mg/dl" on the doctor's meter and was advised to exercise. In june 2006 the pt went to the pharmacy for assistance with the meter error messages. The pharmacy employee contacted lifescan on behalf of the pt. The pt obtained a blood glucose result of "375 mg/dl" on the pharmacy's meter. The pt did not receive any medical treatment. The cca walked the reporter through troubleshooting and was able to resolve the "error 2" message. This complaint is being reported because the pt was unable to test on his meter, developed symptoms, and sought medical attention where he obtained relatively high blood glucose readings on health care professional's meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.